Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high pacing impedances out of range on the right atrial (ra) lead. It was also recorded a signal artifact monitoring (sam) episode due to oversensing artifact related to the minute ventilation (mv) feature signal. Technical services (ts) provided assistance and suspected a possible lead fracture. Ts recommended to bring this patient into the clinic for testing. This device remains in service. No adverse patient effects were reported.